Event description:
It was reported that the 9900 system made a high pitched noise when plugged in. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The transformer voltage was adjusted and the ac power cord repaired during the service call. The system was tested and found to be working as intended and put back into service.